Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a recurring motor error alarm. The customer¿s blood glucose level was 397 mg/dl at the time of the incident. The customer stated that the drive support cap was protruded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed the displacement test however the pump alarmed compromised force sensor system during the prime test and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed. Pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker and stained address/serial number label.